Event description:
Customer reported she was hospitalized. Customer stated she went to bed early and was 12 hours without food and woke up with low blood glucose and had to be taken to the hospital. Customer woke up shaking and sweating and was in complete delirium and could not reach the phone; she was finally able to call 911. Blood glucose value at the time of admission was 20 mg/dl. Customer also stated she that on the day of the call she had pressed the wrong buttons and the settings were erased. Customer stated the sensor glucose reading was 273 mg/dl and she wanted to treat with a bolus based on that number. Customer was advised that is it not recommended to treating based off of the sensor glucose. Blood glucose value was checked and it was 169 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.